Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in an antebrachium shunt of a non-calcified and moderately tortuous forearm vessel. The physician inflated the 6.0 x 40 sterling balloon dilatation catheter an unspecified number of times to unspecified atms, however, the balloon ruptured. The physician completed the procedure with a different device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received with no original packaging or other devices. No blood or contrast was visible on the device. Magnified and tactile inspection of the device revealed no irregularities. The device was pressurized with an inflation device to the rated burst pressure for 30 seconds and no leaks or tears were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in an antebrachium shunt of a non-calcified and moderately tortuous forearm vessel. The physician inflated the 6.0 x 40 sterling balloon dilatation catheter an unspecified number of times to unspecified atms, however, the balloon ruptured. The physician completed the procedure with a different device. No patient complications were listed and the patient's status was reported as 'good'.